Event description:
The customer received a blood glucose reading of 590mg/dl on the contour meter but did not have symptoms. She went to the emergency room and was retested. The reading was 300mg/dl. The customer was given novalog mix, and hospital personnel suggested she have her meter checked. Customer could not provide strip information. A new meter was sent to her.